Event description:
It was reported that the patient presented with post paced t-wave oversensing (pptwos) exhibited on the right-ventricular (rv) lead, noise oversensing leading to inappropriate automatic mode switch (ams) on the right-atrial (ra) lead and the implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, pptwos and ams episodes. No resolution was performed. The patient condition was stable.